Event description:
Pump ran too fast. Pump was empty in 24 hours but should have infused in 50 hours. No adverse event occurred. Pt disappointed it ran out quickly as it really relieved the pain. Date of event: (B)(6), 2010.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.